Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the output connector is broken. Analysis also found the lcd (liquid crystal display) is out of electrical specification. Upper case, lower case, side bail covers, and ring cover are broken. Battery release, knobs, lead flex cover, battery drawer, and keyboard are contaminated. Battery contacts are compressed. (B)(4).

Event description:
It was reported, the ventricular port is damaged. The device was returned for repair. No patient involvement or complications were reported.